Manufacturer narrative:
The reported complaint of difficulty in removing the catheter was confirmed during the visual inspection of the returned solex 7 catheter. The catheter was returned to zoll with its shaft and serpentine balloon completely damaged. The shaft was observed to be kinked at the proximal end of the serpentine balloon. In addition, the serpentine balloon was also observed to be damaged because it was cut by the customer as described in the event description for medical intervention to remove the catheter. The exact timing and cause of the kink on the catheter cannot be determined; however, user handling of the catheter cannot be ruled out. During visual inspection, the catheter shaft was observed to be kinked at the proximal end of the serpentine balloon, located 8 cm away from the catheter tip. Also, the customer had cut off the serpentine balloon (loop 7th). During functional flushing of the catheter, the distal and the in/out lumen could not be flushed due to the severe kink on the shaft and the damage to the serpentine balloon. Due to the condition in which the catheter was received, the functional pressure leak test could not be performed. Historical complaints were reviewed for investigation result related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot number 192581. The event was serious because required surgical intervention to prevent life-threatening injury. Based on available information, the event's relationship to the zoll catheter is casual. Catheter removal difficulty is an anticipated event and could potentially occur with the usage of any catheter. The reported event is casually related to the device and not related to the procedure.

Event description:
A patient with sepsis received intravascular temperature management (ivtm) therapy to treat fever. The solex 7 catheter (lot #192581) was smoothly inserted into the patient's right internal jugular vein. The patient's temperature at the start of ivtm therapy was 40.9 °c, and ice packs were used on the patient prior to cooling via ivtm therapy. The target temperature was set to 37.4 °c at the max rate to cool the patient. At the end of the treatment, the solex 7 catheter was aspirated to be removed to terminate the treatment. However, the catheter could not be removed even with rotating movements. The catheter came out of the vein partially, but it got stuck. It appeared that the catheter balloon had become wedged together. The catheter was aspirated and rotated again. The insertion site was dilated to cut through the part of the catheter balloon that was still inside the vein, and the catheter was removed. The dwell time of the catheter was 55 hours. The entire catheter balloon was removed, and nothing remained in the vessel. There was no major after-bleeding, and the wound was treated with a pressure bandage. No patient injury was reported, and the patient is in stable condition.